Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unknown. The aneurysm was 7.5cm in diameter at time of implant and is currently 4.5cm. It was reported that the pt presented with back pain and hypotension which the physician reported is consistent with a ruptured aneurysm. The pt was emergently treated with a gore bifurcated device that was implanted within the flow divider of the aneurx device creating an aorto-uni-iliac system with a fem-fem bypass. The pt was transferred to another facility for continued follow up and treatment. The pt also had a type ii endoleak between an iliac limb and an iliac cuff and that was treated with an iliac cuff successfully. There was also a type ii endoleak from a lumbar vessel that was coil embolized. It was reported that the device was converted back to a bifurcated device by pushing the gore stent graft upwards out of the flow divider successfully. No clinical sequelae were reported, and the pt is reported to be fine.